Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two (2) afx vela infrarenal stents, and an ovation ix extender on (B)(6) 2022, to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx system per the IFU. On (B)(6) 2024, during a routine computed tomography (CT) scan, a type 1a endoleak was identified. The patient was reported to be asymptomatic. Additional information: the patient reportedly underwent a re-intervention, during which a gore tambe device and a gore conformable device (both non-endologix) were implanted. The endoleak was successfully resolved.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination necessary for device identification shows the device was properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix confirmed the presence of a type ia endoleak, consistent with the reported adverse event/incident. It is unclear whether the concomitant use of an ovation extender contributed to the reported event. It is also unclear whether there was migration of the first proximal extension or if there was suboptimal placement during the index procedure. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. It was reported that the patient underwent a re-intervention with non-endologix devices, and the type ia endoleak was resolved. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G3: awareness date has been updated. H6: health effect - impact codes: remove code 4614. H6: medical device problem codes: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two (2) afx vela infrarenal stents, and an ovation ix extender on (B)(6) 2022, to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx system per the IFU. On (B)(6) 2024, during a routine computed tomography (CT) scan, a type 1a endoleak was identified. The patient was reported to be asymptomatic.